Event description:
It was reported that (1) device was used during an esophagectomy. It was reported by the affiliate that the moving part of cs23c scissors (non-active blade), broke at the hinge. Another blade was pulled (lcsc5), to try and finish the case. This blade would not work due to steady tone from generator. A test tip was used to determine that the blade was in fact faulty. No other harmonic scalpel was pulled to finish the case. Ties and electrosurgery were used to finish the case. There was no consequence to the pt. Only the lcsc5 is being returned.